Event description:
It was reported that the pump became shattered, while the customer was playing "rough" outside and the touch screen became unresponsive. Customer¿s blood glucose was between 100 and 300 mg/dl. Reportedly, customer reverted to insulin shots for insulin therapy.